Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman laa closure device was implanted. The patient was discharged on eliquis 5mg twice a day. The patient followed this regimen until eliquis was removed and dual antiplatelet therapy was added. The patient was to be cardioverted, and pre-transesophageal echocardiography (tee) performed 1129 days post implant procedure showed a laminar, non-mobile, device related thrombus on the face of the closure device. The patient was placed back on xarelto in response to the thrombus and is expected to fully recover.